Event description:
It was reported that during a colectomy procedure, the staples were unformed at the last firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information not available, device not returned for analysis.